Event description:
Hcp (health care provider) reported that the pt "appeared over-sedated and the physician ordered the pump to be stopped". No further info was provided. The pump infused morphine 25 mg/ml at the daily dose of 1.2 mg.

Manufacturer narrative:
(B)(4).